Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had cracked battery compartment, customer said that the little screw that hold the battery compartment got broke and the battery is also lost. The patient¿s blood glucose level was 150mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with battery cap broken off in battery compartment. Device received with cracked battery tube threads. (B)(4).